Event description:
It was reported that the device reached elective replacement indicator. It was suspected that high outputs attributed to the early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Performance data from the device was analyzed and revealed that the weekly trand data showed min battery= 2.632 to 2.626 between (B)(4) 2011, which was just before the device rrt <= 2.6251 v.